Event description:
It was reported that this right ventricular lead exhibited oversensing without pacing inhibition. Subsequently, a revision procedure was performed, and the lead was explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to return. The local area field representative indicated that it is suspected that the oversensing was due to a lead issue, either insulation or fracture, but there is not confirmation on what the exact issue was.